Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error - per tandem's user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump." Use error - per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact reported. Tandem technical support (cts) discovered that pump supplies were being used beyond labeling and the customer was reusing cartridges. Cts educated customer on the user guide for cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.